Manufacturer narrative:
Device not returned.

Event description:
Reportedly, the device was explanted at implant and replaced by a 6900p due to unk reasons. No further details were provided. The device will not be returned (discarded).